Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 13-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 296mg/dl am fasting. Customer stated the result had been obtained that morning and that she had tested an hour after using another device and had obtained a result of 245mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 200-220mg/dl. The customer feels well and did not report any symptoms. Customer stated that the day before, (B)(6) 2022, she had been experiencing symptoms of nausea and dizziness. Customer had tested using the true metrix meter and obtained a result of 345mg/dl am fasting. Customer administered humalog, tested 3 hours later and obtained result of 355mg/dl am fasting. Customer stated she had gone to the hospital where they had tested the customer's blood glucose and the result had been 255mg/dl am fasting. Customer stated it had been an hour later and that she had not been experiencing any symptoms at the time. Customer stated they recommended she follow-up with her hcp and she was discharged the same day. Customer contacted her doctor and doctor had advised her to not use the true metrix meter and to use another device. No changes were made to the customer's medical treatment plan; doctor advised customer to continue taking her humalog. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of: 12-aug-2022: h3: device evaluated by manufacturer. H6: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed and most likely underlying root cause selected. Mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Sections with additional information as of 15-july-2022: h3: device evaluated by manufacturer. H6: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Meter and test strips were returned for evaluation on 07-jul-2022- evaluation in process.